Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: dislodged stent. It was reported that the lesion, located in the right coronary artery (rca), was severely tortuous and was moderately calcified. The promus stent delivery system (sds) could not cross the lesion and when the sds was pulled back into the guiding catheter, the stent dislodged down into the patient's right leg. No attempt was made to retrieve the stent from the patient's periphery. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Reportedly, the target lesion was heavily tortuous and moderately calcified, which could have contributed to the difficulties advancing. It is possible that the dislodgement was the result of an interaction between the stent implant and the patient anatomy or the distal end of the guiding catheter, though this could not be confirmed. Thus, although a definite root cause for the failure to advance and dislodgement cannot be determined, there are no indications of a product quality issue contributing to the difficulties experienced.